Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger. Product ID (B)(4) serial# (B)(4). Product type recharger. Product ID (B)(4) serial# (B)(4): product type recharger: fdr, fdm and fdc codes apply to the desktop charger (B)(4). Analysis of the desktop charger (B)(4) revealed the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back on (B)(6) 2018 saying that they had never received the desk top charger from repair and was still in pain. Patient services consulted with repair, and the package had not been delivered and was sent back for some reason. The patient was sent their replacement device. They also reported a broken connector on both the desktop charger and the insr. No out-of-box failures or further complications were reported/anticipated.

Manufacturer narrative:
The event date is approximate. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed help regarding her device, because she was currently in pain. The patient reported that she was trying to charge her ins, but she was unable to because her recharger (insr) screen was blank. The patient reported that even after pressing the green button on the insr, the screen on the insr was still blank. The patient reported that the green light was on, but they indicated that the connector pin was "out" and damaged on the desktop charger (dtc). It was reviewed that if the pin was damaged in anyway, this could impact the insr's ability to charge up. A replacement dtc was sent to the patient. No out-of-box failures or further complications were reported/anticipated.